Manufacturer narrative:
There is no adverse event associated with this complaint. The patient reported that the pump did not detect the cartridge during the load cartridge phase. The pump was returned to animas for evaluation. "No cartridge detected" warnings were verified in the pump history. Evaluation revealed a damaged force sensor plate, in the form of a dimple.

Event description:
The patient reported that the pump did not detect the cartridge during the load cartridge phase.